Event description:
The initial reporter stated they received discrepant results for one patient sample tested with creatinine plus ver.2 on a cobas 8000 c702 module. The sample initially resulted in a creatinine value of 403.6 umol/l. The clinician questioned the result, so the sample was repeated. When repeated, the creatinine result was 57 umol/l. The repeat value was deemed more credible.

Manufacturer narrative:
The creatinine reagent lot number was 937314. The reagent expiration date was requested, but not provided. The field service engineer checked the probes and cuvette. There were no obvious abnormalities. The investigation is ongoing.